Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the side button on the infusion device for increasing insulin doses cannot be used. Patient stated about half a year ago, the soft components began to deteriorate and now the button does not respond to commands. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product result the soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons function were tested successful and comply with the product specification. The problem mentioned by the customer is related to careless handling of the product.